Event description:
Related manufacturer reference number: 2017865-2024-35331. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right atrial (ra) lead and pacemaker exhibited noise. Isometric test was performed, but the noise was not reproducible. No intervention was performed. The patient had no adverse consequences.